Event description:
It was reported that the user received a ¿connect cgm or enter bg, dosing stops in 3 hours¿ message on the ilet while dexcom g7 readings were visible in the dexcom app but not on the ilet, consistent with signal loss to the ilet only. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption risk to automated dosing pending cgm connectivity. Investigation included troubleshooting and education performed by support, including guidance to toggle cgm selection from g6 back to g7 and to restart the sensor. Investigation of this case revealed that cgm data were not transmitting to the ilet until the configuration was corrected and the sensor session was restarted, consistent with a connectivity or configuration issue between the ilet and the dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient cgm communication disruption resulting in loss of cgm communication to the pump.